Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a damaged lens by injector; therefore, the condition of the product could not be verified. Unknown lot number: the reported product's lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Two photos attached to the parent complaint were reviewed by the investigation site. The photos show a damaged lens in the eye. The reported issue was confirmed. Inconclusive: the photo confirms the reported issue of a damaged lens; however, because a sample was not received at the manufacturing site the root cause of the reported issue could not be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Potential contributing factors: while the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the lens was torn at the transition from optics to haptics. The procedure was completed on same day. Additional information has been received stating in the surgeon's opinion, the cause of the event was defective shooter. There was no impairment to the patient, no unplanned medical or surgical treatment required due to the event and was not a hospitalized due to the event. The lens was exchanged and replaced with same diopter same model same company replacement lens during same procedure.